Event description:
It was reported that the ventilator stopped ventilating while it was connected to a patient. The patient desaturated to 70%. The final patient's outcome was no injury. (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The correction of field #g3 date received by manufacturer was required in initial emdr#8010042-2022-01077. This is based on the internal evaluation. #g3 date received by manufacturer: previous date received by manufacturer: 05/06/2022. Corrected date received by manufacturer: 05/27/2022. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 09/01/2020. Corrected manufacture date: 08/28/2020.

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The reported event could not be duplicated and no ventilator malfunction was found during examination. A preventive maintenance was performed and the ventilator was cleared for clinical use a successful pre-use check was performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion is that there are no indications of a ventilator malfunction during the ventilation period.

Event description:
Manufacturer's ref.#: (B)(4).